Event description:
On (B)(6) 2010, received communication clarifying incident complaint by attorney of consumer. A consumer asserts that subsequent to the application of the icy hot back patch she sustained a second degree burn on her back. She sought medical treatment at the (B)(6). To date, we have received no further description of the injury nor product information. Topical.